Manufacturer narrative:
Philips service provided information on the reported issue and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the wired footswitch and hard collimation were not functioning on an azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.